Event description:
Per oos, this lead was explanted. Per biotronik representative, this lead dislodged and the physician could not reposition it. The patient had a large atrium, so the physician chose to replace this lead a selox jt 53.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.